Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v534780, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient wasn¿t feeling stimulation all of a sudden. It was stated the patient had a loss of therapeutic effect and it really occurred to them the night prior to report that they were not feeling stimulation. It was noted that starting about a month prior to report the patient hadn¿t been getting as good of symptom control as they did in the past. The patient had their programmer ¿hooked up¿ and they reported seeing the stimulation on icon and it was set on program 3 at 3.5 volts. It was noted the patient increased their stimulation to 3.5 volts but stated they usually couldn¿t go higher than 2.4 volts on any program because it was too much. Reportedly, the patient increased to 3.6 volts and they were not able to feel stimulation.